Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A biolox ceramic femoral head fracture in situ. The head shattered completely. The patient was revised.

Manufacturer narrative:
The device was not returned. An event regarding crack/fracture involving an ceramic head was reported. The event was confirmed on the provided photographs. Method & results: -device evaluation and results: the photographs of the parts were reviewed for visual inspection , the review found the ceramic head had fractured in a number of pieces of various sizes , there was nothing else of note to be seen in the supplied photographs. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A biolox ceramic femoral head fracture in situ. The head shattered completely. The patient was revised.